Event description:
The cable was broken when it was removed from the package and the doctor was not ever able to obtain a wave form. Product issue was found before use - no patient involvement. Manufacturer response (as per reporter) for icp micro vent bolt 110-4hm kit, caminothe manufacturer sent us a call tag for the defective device and sent a replacement.